Manufacturer narrative:
H3: the umbilical cable (bi71000167) was returned to the manufacturer for analysis. The umbilical cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. Fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the breakout panel (bi71000424) was returned to the manufacturer for analysis. Analysis found that visual inspection confirmed incomplete assembly. The j1 connector was missing. Analysis found that the reported event was related to a mechanical issue. The mobile view station (mvs) computer (bi71000896) was returned to the manufacturer for analysis. The mvs computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c07, and fdc d02 are applicable to the breakout panel hardware analysis. Fdm b01, fdr c19, and fdc d14 are applicable to the mvs computer hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01145, version: 4.2.0, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A090208 was coded for the black 2d images. A1302 was coded for the image transfer issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an issue with transferring 3d scans to the navigation system. They took a new 3d scan, and it worked. It was suspected that the button was unpressed before the scan finished. On the mobile view station (mvs), there were a lot of 2d scans with black images. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, product ID: bi71000424, product ID: bi71000896, a medtronic representative went to the site to test the equipment. Testing revealed that the system would not change from 2d to 3d. The pendant would freeze on 2d whilst the mobile view station (mvs) was on 3d. The system then moved to stand alone mode. The logs indicated umbilical removal even though connected. The ip settings reverted to settings from the last planned maintenance (pm.) On arrival and prior to part replacement, the ip address matched the navigation system causing connection issues. Once the ip address was changed, communication with the navigation system was established and transferred the scans. The mvs computer, umbilical cable, and ias breakout panel were replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c09, c13 fdc d02 are applicable to the system checkout. Multiple annex g codes were reported. G02008 corresponds to the concomitant product bi-500-01145. G02004 corresponds to the concomitant product bi71000167. G02007 corresponds to the concomitant product bi71000896. G04096 corresponds to the concomitant product bi71000424. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.